Manufacturer narrative:
Device code a020503 captures the reportable event of unsealed device packinging.

Event description:
It was reported to boston scientific corporation that a spaceoar device was intended to be used during a spaceoar implant procedure on (B)(6) 2023. During unpacking, it was noticed the sterile packaging was not completely sealed. The device was disposed and another spaceoar kit was used to complete the procedure. There were not patient's complications reported due to this event.